Event description:
It was reported that bd arterial cannula catheter broke. The following information was provided by the initial reporter: during use bd arterial line catheter breaking in two pieces. (B)(6) 2025 was there any patient impact? Patient was not harmed; fractured part of line was able to be removed from patients arm without difficulty.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.